Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged in the screen after falling off their bicycle. The customer's blood glucose level was 450 mg/dl at the time of the incident. The customer treated their blood glucose levels with insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no low battery alerts. The pump was received with a stripped battery cap coin slot, cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window. No crack on the lcd screen was noted.